Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06713. It was reported that the pericardial effusion increased. A left atrial appendage (laa) closure procedure was being performed. At the start of the procedure without any device inside the patient a small pericardial effusion (pe) was visualized. The watchman® access system (was) was deep seated in the laa. A 21 mm watchman ® laa closure device and delivery system (wds) was then advanced and the closure device was deployed. During the tug test the closure device moved to a more proximal and better position. At this time the physician noticed that the pe had increased and the patient¿s aortic pressure went down to 82/45. It was noted that at first there was a simple collection of fluid around the heart and then cardiac tamponade occurred due the maneuvering of the was and unspecified pigtail catheter. A pericardial puncture was done and approximately 30 to 50 times blood was aspirated at an amount of 50 ml. This was the same amount that was also given back to the patient. The 5000 units of protamine was also administered to get the patient back to baseline. At 2:15 pm the patient was transferred to the intensive care unit (ICU) in stable condition. A transesophageal echocardiogram (tee ) was performed and they saw a 5 mm ¿brink/increase¿ which increased to 6-7 mm. The patient was transferred to the epu catheterization lab to get another pericardial puncture. At 4:20 pm the bleeding stopped and the patient was in the ICU in stable condition. Afterwards, they reviewed the angiogram images and found that the pe occurred when the was and pigtail catheter were in the laa. The pe had occurred before the 21 mm device was deployed. No further patient complications were reported and that patient remains in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the watchman delivery system (wds) along with a watchman access system (was) were returned. The wds and was were separate as received. No implant was returned with the wds. The core wire was received outside of the wds. The hub, valve, shaft, tip, and core wire were examined. There were multiple kinks along the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06713. It was reported that the pericardial effusion increased. A left atrial appendage (laa) closure procedure was being performed. At the start of the procedure without any device inside the patient a small pericardial effusion (pe) was visualized. The watchman® access system (was) was deep seated in the laa. A 21mm watchman ® laa closure device & delivery system (wds) was then advanced and the closure device was deployed. During the tug test the closure device moved to a more proximal and better position. At this time the physician noticed that the pe had increased and the patient¿s aortic pressure went down to 82/45. It was noted that at first there was a simple collection of fluid around the heart and then cardiac tamponade occurred due the maneuvering of the was and unspecified pigtail catheter. A pericardial puncture was done and approximately 30 to 50 times blood was aspirated at an amount of 50 ml. This was the same amount that was also given back to the patient. A 5000 units of protamine was also administered to get the patient back to baseline. At 2:15pm the patient was transferred to the intensive care unit (ICU) in stable condition. A transesophageal echocardiogram (tee ) was performed and they saw a 5mm ¿brink/increase¿ which increased to 6-7mm. The patient was transferred to the epu catheterization lab to get another pericardial puncture. At 4:20pm the bleeding stopped and the patient was in the ICU in stable condition. Afterwards, they reviewed the angiogram images and found that the pe occurred when the was and pigtail catheter were in the laa. The pe had occurred before the 21mm device was deployed. No further patient complications were reported and that patient remains in stable condition.